Event description:
It was reported that: "surgeon progressed with sequential hand reaming when he got the 14-16mm awl. It snapped at the 14mm and 16mm notches on the shaft. Surgeon corrected around shaft that remained in femoral canal till he could get a pair of pliers on shaft and pulled it out. This delayed surgery 15-20 min no other consequences."

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional information has been requested, and if received will be provided on a supplemental report.